Manufacturer narrative:
The device was discarded by the user facility, and no serial number was provided. As a result, the device's manufacturing records cannot be reviewed. Based on the available, information provided there is no evidence of a device malfunction. The cause of the reported device cannot be determined. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states" pseudoaneurysm is a known complication that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
The patient underwent a diagnostic coronary catheterization utilizing a vascade 6/7f vascular closure device inserted through a 6f terumo sheath. No device-related anomalies or complications were noted during the procedure. The treating physician reported that the patient remained on bed rest for two hours and was subsequently ambulated without incident. No bleeding or other complications were observed, and the patient was discharged home. One day following the procedure, the patient presented to the emergency room with complaints of groin pain and swelling to approximately twice its normal size. Following evaluation, the patient was diagnosed with a pseudoaneurysm. The patient sustained significant blood loss, requiring transfusion of five units of blood, and subsequently underwent emergency vascular surgery.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation details. This is considered an isolated case because the occurrence is 1 or 0 for each of the preceding 12 months. No corrective actions nor impact assessment are required at this time; reported defect could not be confirmed without sample provided for evaluation. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the device, and thus, a root cause cannot be determined.